Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy case, the rotating hemostatic valve (rhv) which is included in the package of our cerebase da long guide sheath (gs9090sd, 30405526) broke during the intervention. The broken product was replaced by a nearly identical product. There was no patient injury reported. There was a surgery delay of two minutes due to the reported event. The procedure was successfully completed. Additional information received clarified that the small rotating part (cf. Red circle on the attached picture) which connects the rhv to the hub of the catheter came off / got disconnected. There was no integrity breakage of the polymer. There was evidence that air may have been injected into the patient. No excessive force was been applied to the device at any point in the procedure. The device was inspected, used and prepped as per the instructions for use (IFU). The complaint was only for the rhv therefore only the rhv was received for analysis. There was no cerebase catheter or dilator to inspect. Upon initial examination of the rhv it was found to be in two intact pieces nothing was cracked or broken on any portion of either piece. It was found that connecting certain accessory valves with male luer fittings that are commonly used during stroke procedures can cause this luer fitting to come off if over tightened. On these accessories, the female luer fitting of the rhv has no hard stop when tightening. If overtightened, this causes the male luer of the accessory to push against the base of the rhv, resulting in the disconnection of the female luer fitting of the rhv. This phenomenon was also duplicated in the research & development (r&d) laboratory using male luer fittings in which there is no flange or a flange that is more than ~9.5 mm from the end of the fitting. The depth of the female luer fitting of the rhv is ~9.5 mm. Therefore, if the rhv is overtightened in this scenario, the end of the male luer fitting can similarly push against the base of the rhv, resulting in the disconnection of the female luer fitting of the rhv. Note that this does not occur when connecting the rhv to hubs/male luer fittings that have winged flanges in which the flange is less than ~9.5 mm from the end of the fitting. The female luer fitting of the rhv tightens onto the winged flanges of the hub. In this scenario, the male luer fitting of the hub is not able to interact with the base of the rhv and cannot result in the disconnection of the female luer fitting of the rhv. The reported condition "hemostasis valve with sideport tubing (cerebase) - separated¿ was confirmed based on the investigation performed by r&d team. Based on the analysis, it does not seem that the returned rhv is defective. R&d also hypothesizes that this complaint did not occur while the rhv was connected to the cerebase da catheter or dilator. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This medwatch is being submitted as a correction. The complaint conclusion has been updated to reflect that the event was not confirmed. Complaint conclusion updated to reflect that the event was not confirmed: as reported by the field, during a mechanical thrombectomy case, the rotating hemostatic valve (rhv) which is included in the package of our cerebase da long guide sheath (gs9090sd, 30405526) broke during the intervention. The broken product was replaced by a nearly identical product. There was no patient injury reported. There was a surgery delay of two minutes due to the reported event. The procedure was successfully completed. Additional information received clarified that the small rotating part (cf. Red circle on the attached picture) which connects the rhv to the hub of the catheter came off / got disconnected. There was no integrity breakage of the polymer. There was evidence that air may have been injected into the patient. No excessive force was been applied to the device at any point in the procedure. The device was inspected, used and prepped as per the instructions for use (IFU). The complaint was only for the rhv therefore only the rhv was received for analysis. There was no cerebase catheter or dilator to inspect. Upon initial examination of the rhv it was found to be in two intact pieces nothing was cracked or broken on any portion of either piece. It was found that connecting certain accessory valves with male luer fittings that are commonly used during stroke procedures can cause this luer fitting to come off if over tightened. On these accessories, the female luer fitting of the rhv has no hard stop when tightening. If overtightened, this causes the male luer of the accessory to push against the base of the rhv, resulting in the disconnection of the female luer fitting of the rhv. This phenomenon was also duplicated in the research & development (r&d) laboratory using male luer fittings in which there is no flange or a flange that is more than ~9.5 mm from the end of the fitting. The depth of the female luer fitting of the rhv is ~9.5 mm. Therefore, if the rhv is overtightened in this scenario, the end of the male luer fitting can similarly push against the base of the rhv, resulting in the disconnection of the female luer fitting of the rhv. Note that this does not occur when connecting the rhv to hubs/male luer fittings that have winged flanges in which the flange is less than ~9.5 mm from the end of the fitting. The female luer fitting of the rhv tightens onto the winged flanges of the hub. In this scenario, the male luer fitting of the hub is not able to interact with the base of the rhv and cannot result in the disconnection of the female luer fitting of the rhv. The reported event of ¿hemostasis valve with sideport tubing (cerebase) - separated¿ was not confirmed base on the pictures provided by the costumer, no apparent damages can be observed on the rhv connector. R&d also hypothesizes that this complaint did not occur while the rhv was connected to the cerebase da catheter or dilator. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Photo analysis. Only the rhv was shown on the pictures. No apparent damage could be appreciated on the picture. The reported condition was not able to confirm since no damages could be noted on the rhv. A manufacturing record evaluation was performed for the finished device 30405526 number, and no non-conformances related to the reported complaint condition were identified. Further investigation will be performed if the device returns for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy case, the rotating hemostatic valve (rhv) which is included in the package of our cerebase da long guide sheath (gs9090sd, 30405526) broke during the intervention. The broken product was replaced by a nearly identical product. There was no patient injury reported. There was a surgery delay of two minutes due to the reported event. The procedure was successfully completed. Additional information received clarified that the small rotating part (cf. Red circle on the attached picture) which connects the rhv to the hub of the catheter came off / got disconnected. There was no integrity breakage of the polymer. There was evidence that air may have been injected into the patient. No excessive force was been applied to the device at any point of the procedure. The device was inspected, used and prepped as per the instructions for use (IFU). Photo was provided.